Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed on asymptomatic patient¿s device. Review of episodes noted lead noise. Lead fracture was observed. Lead was capped and replaced on (B)(6) 2017.